Manufacturer narrative:
(B)(4) medical products: nexgen precoat stemmed tibial component cat#: 00598004702, lot#: 61548337 customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0002648920 - 2018 - 00111, 0001822565 - 2018 - 00802.

Event description:
It was reported that patient was revised after initial right knee arthroplasty procedure due to disassociation of articular surface from tibial base plate and pain.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient¿s operative notes were received. It was further reported that the tibial insert was loose and removed. The locking mechanism was found to be damaged posteriorly. The femoral and patellar components were both found to be well fixed to the bone.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated through photographic inspection and the reported event was confirmed through review of medical records. Visual evaluation of the provided photos found that the dovetail and posterior locking mechanisms of the removed tibial plate appeared unaltered. Little to no cement remains could be seen on the inferior surface or the keel of the removed tibial plate. However, the dovetail and posterior locking mechanisms of the removed articular surface are both damaged and deformed. Additionally, the notch, posterior and lateral edges of the medial condylar surface of the articular surface were worn and eroded. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Initial medical records provided do not indicate that the articular surface was secured to the tibial plate with a screw. Per the package insert of the lps-flex articular surface and the zimmer lps-flex fixed bearing knee surgical technique, 17mm and thicker articular surfaces require a locking screw to fasten the articular surface to the tibial base plate. Therefore, user error is considered to be the root cause of the reported issue. A summary of the investigation was sent to the complainant conveying the proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.